Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that cubies in bus drawer 2 and sub drawer 1 are not dented. A field service engineer identified a loose cable connection on the row board and successfully re-seated the cable. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es cubie drawer failed to open. A customer indicated that the user acknowledged a delay in the dispensing of medication to the patient. There were no adverse events or injuries reported based on this event